Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1473 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that foreign substances were found inside the peel away sheath prior to use on patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material in the introducer was inconclusive due to the sample condition. One split 5 fr microintroducer sheath was returned taped to non-bard packaging. Dry blood residue was observed within the sheath. A piece of gauze was received with four strands that were 3mm, 4mm, 8mm, and 8.5mm in length. A microscopic examination revealed that the material was fibrous and green. It was reported that the material was found inside the peel-away sheath prior to use on the patient. The split sheath and blood residue within the sheath indicate that the introducer was used. The source of the material is unknown. The physical sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint for ¿foreign substances inside sheath¿ is inconclusive; by the sample condition, in the process line not is used gauze or tape similar to the material returned in the device. Due to this poor sample condition the complaint is inconclusive. A lot history review (lhr) of rebn1473 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that foreign substances were found inside the peel away sheath prior to use on patient.